Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, no staples were formed during the case (the device didn't staple at all). It has cut before closing the tissue. The surgery time has extended, and the surgeon had to interevent by hand. After the incident, the patient was kept under observation, longer than usual.

Manufacturer narrative:
(B)(4). Date sent: 09/12/2022. D4: batch # 251a67. Additional information was requested, and the following was received: 1-2) the device didn't staple at all. It has cut before closing the tissue. 3) the surgery time was extended, and the surgeon had to interevent by hand 4) after the incident, the patient was kept under observation, longer than usual. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient being kept under observation longer related to the issue reported or were other contributing factors? What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any staples noticed in the surgical field? What is the current patient status? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete; however, the washer cut was not a perfect circle due to the damaged knife. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.